Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is per the customer's report of "during the week of (B)(6)." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and treated with two servings of powdered sugar provided by firefighters. There was no report of death or permanent injury associated with this event.